Event description:
It was reported that the pt had up to 5 hi electrodes for some period of years and on (B)(6), he was seen at the clinic and found to have 6 hi electrodes.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.